Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would power off. Customer reported receiving an alarm stating no battery was present on the insulin pump. It was found the insulin pump turned back on, but later powered off. The customer reported the issue was recurring. The customer was able to power the insulin pump back on at the end of the call. Customer's blood glucose was 103 mg/dl. Customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.